Event description:
Description of event according to initial reporter: on (B)(6) 2022 a tulip ivc filter was placed from fem vein per IFU. After unsheathing and releasing the filter the customer reported that the legs of the filter did not fully expand and it was as if the legs were tangled or intertwined with each other. He had to serial dilate the filter with balloons to open the filter back up. The filter remained in the patient and is going to be retrieved tomorrow and a new one placed. Patient outcome: the filter remained in the patient¿s body tilted until removed on (B)(6) 2022.